Event description:
The olympus, model cv-190, evis exera iii video system center, was returned to olympus with no problem reported. Upon inspection and testing of the returned unit, it was determined an image was not present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. No image was produced when the device was tested with an olympus, series 180 scope. The cause of the problem was isolated to a faulty patient board set. The investigation is ongoing, and a definitive root cause of the problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and additional device evaluation results. An additional finding of adhesion of foreign matter to the video connector socket terminal was noted during the device evaluation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the loss of image was a malfunction of the dr board, attributed to the design of the dr board. The likely cause of the evaluation finding of "adhesion of foreign matter to the video connector socket terminal" was likely due to the connection of the scope to the subject device while not completely dry. By following the following statement, contained in the instructions for use, the adhesion of foreign matter to the video connector socket terminal may be prevented: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."